Event description:
It was reported that during a device replacement procedure, the physician hit the device during "electro coag" and the patient had ventricular fibrillation (vf) requiring an external defibrillator. The physician thought there might be a device short and hit the device again after it was outside of the patient, and vf was induced. The right ventricular lead was noted to have t-wave oversensing. After the lead was connected to the replacement device, the sensing had decreased and the threshold had increased. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead developed a cosmetic depression while in vivo, visual summary analysis of the lead indicated apparent explant damage, and visual summary analysis of the lead indicated stretching. The analyst noted that the full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿t wave oversensing¿ described in the event. There were no anomalies observed on the returned full lead in segments that would contribute to the t wave oversensing mentioned in the event. Neither an in-vivo insulation breach nor fracture was observed. The lead was returned stretched with non-severe explant damage. All electrical and visual testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7230cx, implantable cardioverter defibrillator, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.